Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was not returned as it was disposed per facility policy.